Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). A visual examination of the complaint device revealed the device did not have any visual defects. Functional analysis was performed, and the balloon was able to be inflated; however, a leak was found due to a pinhole located at the ro marker near the proximal bond of the balloon. It is possible that the failure could be caused by some factors encountered during the procedure, and/or related to the handling/manipulation. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Boston scientific corporation received an unauthorized return of a hurricane rx dilation balloon. It was found that the balloon had a pinhole. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.